Event description:
Boston scientific received information that during the device check in (B)(6) 2012, the magnet rate for this pacemaker was 90 ppm and the remaining longevity was less than 0.5 years. However, at the next device check in (B)(6) 2013, the magnet rate was 100 ppm and the remaining longevity was three years. There was concern about the significant change in the magnet rate and remaining longevity. The physician elected to continue to monitor and the patient will be seen again in three months.

Manufacturer narrative:
The device remains in service. This investigation will be updated should further information be provided.